Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pulmonary segmentectomy, while being applied to the lung, the handle did not trigger the reload or clamp. The green button was not pressed and the handle was not squeezed; hence, the device did not fire. The product was replaced to complete the case. There was no patient injury.